Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: "biomed stated staff believes liquid ran back into the unit. Staff was transporting a patient and using hi-flow therapy with a humidifier. Biomed removed the o2 cell and confirmed that it was flooded with liquid and when flipping it over onto his desk there was a pool of liquid. Vent had multiple tech events after this issue. Patient was switched to a unit at the facility" no health consequences or impact reported.